Event description:
Patient was revised because locking ring disengaged. Update: (B)(6) 2012- litigation papers received. In addition to a disengaged locking ring, it is now alleged that the patient suffers from pain, soreness with prolonged standing, weakness, fatigue, and sustained dislocation. A femoral head has been added. The correct dor was provided and verified through correspondence.

Manufacturer narrative:
**Update** (B)(4) 2012- litigation papers received. In addition to a disengaged locking ring, it is now alleged that the patient suffers from pain, soreness with prolonged standing, weakness, fatigue, and sustained dislocation. A femoral head has been added. The correct dor was provided and verified through correspondence, (B)(4) 2011. **update** (B)(4) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available if needed for further review. (Left hip) the devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral head as the product and lot code required was not provided. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.